Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was high and was taken to the hospital for assistance. Customer stated that he was improperly trained on the infusion set and ended up with kinked cannula and high blood glucose. Nothing further was reported.